Event description:
This is report 1 of 3 for the same event. It was reported that during a cochlear implant surgical procedure, it was observed that the foot pedal on the foot control device would not "go in reverse or forward." According to the report, the foot control device was in use with a console device at the time of the reported event. There were two foot control devices reported with the event. The sequence of events was unknown to the reporter. There was a five minute delay to the surgical procedure as a result. An identical spare foot control device and console device were available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.